Event description:
Information was received indicating that a smiths medical cadd-legacy® plus pump alarmed at 0900am instead of at noon. There was reported "white powder" inside of the cassette pouch and air bubbles noted in the tubing. There were no reported adverse effects.

Manufacturer narrative:
One smiths medical cadd-legacy® plus pump was returned for analysis in good condition. The device history log was reviewed finding that the pump performed as programed. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. The air detection sensor was functional tested and passed. The reported complaint could not be confirmed and passed all the testing for function and performance. No accessories or disposables were returned for investigation for verification of white powder.

Manufacturer narrative:
One pump was returned for analysis in good condition. The device history log was reviewed finding that the pump performed as programed. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. The air detection sensor was functional tested and passed. The reported complaint could not be confirmed and passed all the testing for function and performance. No accessories or disposables were returned for investigation for verification of white powder. The DHR was reviewed and found to be in compliance. No manufacturing or testing issues were found.for all enquires or follow up questions related to the record, do not use (B)(4) located in sections d3 and g2, please direct those to the following: (B)(4)., corrected data: g7: follow-up number.